Event description:
It was reported the stammberger sinu-foam nasal dressing did not "gel properly" when mixed with the recommended amount of sterile water. A different lot of the stammberger sinu-foam nasal dressing was mixed and then used. No pt complications were reported as a result of this event.